Manufacturer narrative:
A supplemental report will be submitted, upon completion of the investigation.

Event description:
The trident psl cup was placed in the acetabulum. When drilling through the cup holes the drill bit disengaged from the quick connect. The drill bit was stuck in the cup. The cup was then removed so that the drill bit could also be removed.

Manufacturer narrative:
An event regarding alleged assembly issue involving a detachable flex shaft was reported. The event was confirmed. Method and results: device evaluation and results: the visual inspection noted that the spring area of the drill chuck appears to be in good condition. The drill bit locking area and the drill attachment ends appear to be in used condition, the edge seems damaged. The functional inspection noted that drill bit was able to lock into the driver shaft but when pulled at it would disconnect. Medical records received and evaluation: no patient medical records were available for review. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the functional inspection indicated that the drill bit was able to pull out of the driver shaft. The device has been used in the duration of 11 years and has experienced normal wear and tear.

Event description:
He trident psl cup was placed in the acetabulum. When drilling through the cup holes the drill bit disengaged from the quick connect. The drill bit was stuck in the cup. The cup was then removed so that the drill bit could also be removed.